Event description:
It was reported that customer had issues with the closed suction evacuator. When the patient went back for post operative visit, the reflux valve had been fallen into the bulb therefore suction had been lost on the drain. One of their plastic surgeons had brought this to their attention, and they mentioned it had happened numerous times over a few months and this made them think it was not just one lot code.

Manufacturer narrative:
The reported issue is inconclusive as no sample was returned for evaluation. The potential root cause for this failure could be due to "valve duck bill i.d. Out of spec (under or oversize) or inlet port o.d. Out of spec, valve duck bill assembled by hand." It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that customer had issues with the closed suction evacuator. When the patient goes back for post operative visit the reflux valve has fallen into the bulb therefore suction had been lost on the drain. One of their plastic surgeons has brought this to their attention, and they mentioned it has happened numerous times over a few months and this made them think it was not just one lot code.